Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a revision breast augmentation with a 324 cc mentor smooth round moderate plus profile prosthesis (unknown side) and an unspecified mentor saline breast implant (unknown side) experienced postoperative bilateral deflation. The patient's surgeon stated that the patient underwent a procedure on (B)(6) 2021, and bilateral deflation was observed. The reason for the procedure is unknown at this time. This report is for one of the reported prostheses.